Event description:
Related manufacturer report number: 2017865-2022-02126. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Over-sensing noise on their right ventricular (rv) lead also noted. The physician elected to cap and replace rv lead during the device exchange procedure on (B)(6) 2022. The patient was discharged from the hospital after the procedure. 2088tc/46 atrial lead.

Event description:
Related manufacturer report number: 2017865-2022-02126. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by (B)(6) on (B)(6) 2021. The pacemaker was explanted and replaced. Over-sensing noise on their right ventricular (rv) lead also noted. The physician elected to cap and replace rv lead during the device exchange procedure on (B)(6) 2022. The patient was discharged from the hospital after the procedure. (B)(4) atrial lead.